Manufacturer narrative:
Correction to add PMA / 510(k) # to field. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six years and ten months post implant of this bioprosthetic aortic valve, a transcatheter valve was implanted valve-in-valve. The indications for valve replacement were stenosis and insufficiency. No additional adverse patient effects were reported.